Manufacturer narrative:
On 12-aug-2024, the mentor failure analysis lab received the device for evaluation. On 15-aug-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture was observed in the tissue expander during surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and three tears (a, b, and c) were noted on the anterior view measuring approximately 0.4 cm, 0.2 cm, and 0.1 cm respectively. Microscopic examination was performed on the edges of all tears, and parallel striations were found in the whole area of all tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the tissue expander could have been damaged during implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: tissue expander deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during an unspecified breast surgery, a mentor ce med height te 450cc tissue expander was observed to be deflated. When the surgeon attempted to implant it into the patient and fill the device, saline leaked from it. As a result, the procedure was completed with another mentor ce med height te 450cc tissue expander. There was no reported patient consequence.